Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are overfilling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (12 of 12 complaints) it was reported that tubes are overfilling.